Manufacturer narrative:
Title: computational investigation of interaction between stent graft and aorta in retrograde type a dissection after thoracic endovascular aortic repair for type b aortic dissection authors: tao ma, md,a zhi hui dong, md,a shengzhang wang, phd,b zhuang yuan meng, bd,b yin yin chen, md,c and wei guo fu, md, journal of vascular surgery (2018) 06.008 doi.org/10.1016/j.jvs.2018.06.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant or a talent stent graft system was implanted in a patient for the endovascular treatment for an aaa on an unknown date. It was reported that at an unknown date after initial thoracic endovascular aortic repair for stanford type b aortic dissection, the patient had a sg-induced rtad with a new tear at the tip of the sg in the greater aortic curve. No additional clinical sequelae were reported and the patient is fine.